Manufacturer narrative:
(B)(4). Correction numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient¿s existing eon mini ipg was explanted and a new ipg was implanted. In addition, the physician implanted the new ipg in the patient¿s flank as the original location of the ipg pocket (in the buttock) was causing the patient discomfort. Additional follow-up identified the patient reported receiving effective stimulation therapy coverage and is satisfied with the results of the procedure.

Event description:
It was reported the patient's scs ipg stopped charging approximately two months ago. The patient stated she had been using her scs system daily and charging regularly until it stopped operating suddenly. A sjm representative met with the patient and confirmed the patient's scs ipg is inoperable. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.